Event description:
The customer called for help with her new meter. While performing control tests, she received a result of 469 mg/dl. The normal control range was not provided, but should be around 88-123 mg/dl. No adverse events were alleged. The customer used most of the sample test strips while troubleshooting, so no product will be returned for evaluation.